Event description:
24 guage sprottle needle, used to deliver spinal anesthesia, broke off. 1-1/2" needle segment surgically removed (under local anesthesia) with no clinical sequelae to patient. Spinal being administered post delivery in preparation for post-partum tubal ligation. Needle broken withdrawal p.p.t.l. Cancelled.